Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the manifold of the device upon device return. There were numerous kinks to the hypotube. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a pinhole in the balloon located 6mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, after multiple inflations within the rated burst pressure, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, after multiple inflations within the rated burst pressure, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.